Event description:
Following receipt of the physician communication regarding soletra lifted bond wires, the patient twas brought in for stimulator interrogation. The hcp was unable to obtain telemetry from the patient's left generator. The patient had not noticed any changes in symptoms. The patient's stimulator was replaced and returned for analysis.

Manufacturer narrative:
(B)(4). Final device analysis revealed broken welds at the bond wire pads such that both b - battery bond wires were lifted from the hybrid bond pad.